Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that after performing a study, the axsym digoxin iii assay showed a larger bias then the digoxin ii assay (a 1.41 ng/ml difference). There was no impact to pt mgmt reported.